Event description:
It was reported that a spectrum infusion pump's door does not close and it constantly beeps. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported "door does not close, constantly beeps." Review of the history log showed multiple "door jammed" messages which is likely what the reported symptom was referring to. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door was above expected levels and likely caused the reported symptom. Door hooks and latch pins were replaced to correct this condition.